Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081345) on 03-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("brain fog"), memory impairment ("memory issue"), anaemia ("anemia"), alopecia ("hair loss"), dental caries ("tooth rot"), fatigue ("fatigue"), migraine ("migraines") and arthralgia ("joint pain"). The patient was treated with surgery (for removal of essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal, feeling abnormal, memory impairment, anaemia, alopecia, dental caries, fatigue, migraine and arthralgia outcome was unknown. The reporter considered alopecia, anaemia, arthralgia, dental caries, fatigue, feeling abnormal, medical device removal, memory impairment and migraine to be related to essure (ess205). The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.